Event description:
It was reported that the device infused at a flow rate outside of +/-5% specification. The infusion occurred at a greater rate than programmed.

Manufacturer narrative:
The user device was evaluated and the device failed flow rate accuracy test at 125ml/hr.